Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock due to oversensing of noise. Testing of the system was unable to reproduce any noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.